Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) incomplete. The expiration date is not currently available. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a knee procedure the twistr netroreamer did not deploy out to the correct measurement. The graft was unable to be pulled into the tunnel by the rigidloop adjustable button. A second device for both the twistr and rigidloop were used to complete the procedure. There was a ten minute delay due to having to remove the old button and insert a new one. The sales rep reported no patient harm. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.